Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx coronary drug eluting stent to treat a lesion located in the lad. It was reported that stent dislodgement occurred while attempting to cross the lesion. The dislodged stent was removed using a snare. It is indicated that the dislodgement occurred due to tightness of the lesion, the physician also commented that a dislodgement could have occurred with any brand of stent due to the challenging nature of the lesion. It was indicated that a non-medtronic stent may have previously been attempted but failed to cross the lesion. Patient death is reported. It was indicated that cause of death was due to numerous general health problems of the patient and that the stent was not the cause of death.

Manufacturer narrative:
Product analysis summary: the delivery system did not return for analysis. Deformation was evident to the dislodged stent. The proximal and distal stent struts were bunched, and the mid-section stent struts were stretched. The event is confirmed based on the returned dislodged stent matching the compliant. If information is provided in the future, a supplemental report will be issued.